Manufacturer narrative:
Continuation of d10: product ID 8780 lot # serial # (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-aug-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing lioresal (2,000 mcg/ml at 1204 mcg/day). It was reported that the patient was not provided with pain relief in all necessary areas and was having more severe symptoms from their intractable spasticity in the upper body due to the catheter being too low in their anatomy. The patient factors that contributed to this issue was that the patient was implanted with targeted drug delivery pump when they were not fully grown, since then as they grew the catheter connected to the pump only was covering the thoracic region of the spine and was not providing effective relief. The healthcare provider elected to have the catheter replaced to allow for a more suitable placement for the patients pain relief in the cervical region of the spine. The healthcare provider took out the old catheter in the thoracic region and replaced it with the new catheter in the cervical region to provide the patient with better relief for her pain. The actions that were taken to resolve this issue was to replace the catheter and to place the catheter higher in the patient's anatomy. Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that, during the replacement, the hcp realized that the catheter, which was up in the cervical area, had come back down to the mid-thoracic area. The patient had grown quite a bit since the pump was originally put in. The hcp wanted to get the pump catheter to go up higher, but they could not get the fluid to come out so they put in a new catheter and left the old one in. The hcp did not want to pull the entire old catheter in due to the risk for a cerebrospinal fluid (csf) leak, so he elected to tie the old catheter off. Additional information received from a patient representative indicated that here was catheter added because the patient had grown and the catheter needed to go "further up". The patient representative inquired about priming a pump's catheter. Patient services reviewed information and redirected to the hcp. Patient services reviewed manufacturer resources available to hcps.